Manufacturer narrative:
The reported condition was confirmed however, the exact cause could not be reliably determined.

Event description:
The device was used during a herniorrhaphy procedure. Reportedly, the suture broke while the surgeon was suturing the peritoneum. The surgeon applied another device without pt injury.